Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nurse programmer observed impedance values over 5,000 ohms (orange/investigate) for segment 2a, while all bipolar impedances were normal (green). At stage ii on 9/8, all monopolar and bipolar impedances were normal. No environmental or external factors, such as falls, were reported. During initial programming, the nurse stimulated with contact 2, and the patient experienced benefit in ring mode, but high impedance persisted with electrode impedance testing. No further action was taken; the issue remains unresolved, and no surgical intervention has occurred or is planned. No further information is available from the healthcare professional. Additional information was provided by the manufacturer representative regarding the impedance value concern. The cause of the impedance value was not determined. This information has been confirmed and provided by the physician.